Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced allergic reactions with the use of latex urinary catheters. It was stated that the patient required surgical airway due to allergic reactions. The customer reported that upon reviewing their current materials, it was apparent that the labelling of foley kits and the individual catheters, with respect to latex-status had not been as effective as they wished. It was stated that the latex caution label was not easily visible, and it could be difficult to tell the difference between latex and latex-free kits. Also stated that the individual urinary catheters might also contain latex.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced allergic reactions with the use of latex urinary catheters. It was stated that the patient required surgical airway due to allergic reactions. The customer reported that upon reviewing their current materials, it was apparent that the labelling of foley kits and the individual catheters, with respect to latex-status had not been as effective as they wished. It was stated that the latex caution label was not easily visible, and it could be difficult to tell the difference between latex and latex-free kits. Also stated that the individual urinary catheters might also contain latex.